Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on the unicel dxi 600 access immunoassay system (serial number (B)(4)) for one patient. All results were verbally provided. The initial patient sample result was less than 0.01ng/ml. The customer reanalyzed the patient sample three times on the same unicel dxi 600 access immunoassay system and obtained non-reproducible results. The customer then, re-centrifuged and analyzed the sample on the same unicel dxi 600 access immunoassay system and generated a result of less than 0.01ng/ml. There was no report of injury or change to patient treatment in connection with this event. All system parameters (including quality control (qc), system check, calibration and precision run) recovered within the assay and instrument specifications. The patient sample was collected in a lithium heparin plasma tube and was centrifuged at 3000 rpm (revolutions per minute) for 8 minutes.

Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. (B)(4).